Manufacturer narrative:
Cmp(B)(4). Concomitant medical products ¿ femoral stem/ pn 00771101000/ ln 60753329, unknown liner, unknown cup. Mw5068779. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03327.

Event description:
It was reported that the patient underwent a hip revision approximately nine years post implantation. Adverse local tissue reaction and mechanically assisted crevice corrosion were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.